Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-03. H6: investigation summary: the customer reported they were unable to draw blood or flush, and returned 3 used samples of model #20019e. The samples were tested first with a cut off syringe to see if the blue piston was occluded or not, and then flushed with water. There were 2 failures in the 3 samples, and the complaint is verified. A device history record review could not be performed on material #20019e because a valid lot number was not provided by the customer. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that a y ext w/vlv ports & 2 sld clp had flow issues and was clogged during use. The following was reported by the initial reporter: "unable to draw blood or flush".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a y ext w/vlv ports & 2 sld clp had flow issues and was clogged during use. The following was reported by the initial reporter: "unable to draw blood or flush."